Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver prescribed 500ml bolus occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction/additional information b5: additional information was received after the initial report was sent. The reported event occurred at the pediatric intensive care unit (picu). Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the reported problem could not be confirmed or reproduced due to a system error that occurred during testing on the flow test .a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'device did not deliver prescribed 500ml bolus'. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.